Event description:
It was reported that: pt complains of dislocation. Per pt, her primary surgery was on (B)(6) 2009. Then pt was revised on (B)(6) 2012. After her revision surgery, pt states that she dislocated on (B)(6) 2012 while lifting her leg in the bathtub. She now has to wear a brace for six weeks.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.